Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 5.7, 4.2, lab: 10.3. Time between initial inratio value (5.7) and lab was 8 hours; between lab and second inratio test (4.2) was 10 minutes. Historic inratio results: (B)(6) inratio inr=6.3, (B)(6) inratio inr=6.0, coumadin withheld 3 days, (B)(6) inratio inr=3.0, coumadin dosage resumed, (B)(6) inratio inr=6.6, coumadin withheld 3 days. Therapeutic range: 2.0-3/0. Caller stated that meter is placed on top of the strip box which is on the table. Pt self tester is milking finger after fingerstick. Pt was not hospitalized but has had medication withheld based solely on inratio results on 1(B)(6). Technical service rep confirmed that pt is currently stable.